Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
-Consumer reported to eli lilly - while on insulin lispro therapy, his blood sugar went up (values, units, baseline values, and reference range were not provided) dramatically as though he did not take his shot. On (B)(6) 2025, he had salad with croutons and his blood sugar shot up to 250. -but using the shot, pushing the plunger, the plunger gets stuck halfway through, dose knob was stiff and he did not know if they were getting the medicine from the reported pen. -he had more black and blue bruising on the injection site from bd manufactured needle compared with ulticare needles. He confirmed that he did not prime kwikpen always before use. (B)(4). Lot # unknown. Catalog# unknown. Date of event 04.28.2025. Sample status discard. Lilly report attached to this case (B)(4). Customer support. From: (B)(4). Sent: monday, (B)(6) 2025, 9:10 pm to: productcomplaints (B)(6) eli lilly medical devices safety exchange becton dickinson for (B)(6) 2025 ¿ (B)(4). Hi, please enter case (B)(4). Into gcs as a complaint. The report mentions the use of bd needles. Thanks, (B)(4). From: (B)(4). Sent: monday, (B)(6) 2025, 11:38 am to: gps ba; bd eli lilly cc: (B)(4). Subject: re: eli lilly medical devices safety exchange becton dickinson for (B)(6) 2025 ¿ (B)(4). Good morning! Case (B)(4) was received by embecta on may 5, 2025. Please acknowledge this email as a confirmation receipt. From: (B)(6) sent: friday, may 2, 2025, 3:53 pm to: bd eli lilly (B)(6) subject: eli lilly medical devices safety exchange becton dickinson for (B)(6) 2025 ¿ (B)(4). Greetings, please find the attached pdf file(s) containing the following cioms report for 02may2025. Please acknowledge the receipt of the report(s) by replying to (B)(6). Kind regards, (B)(6). Process analyst, safety management, reporting and data sciences (smrd), global patient safety (gps) contractor for eli lilly and company. On behalf of case exchange and reconciliation team, global patient safety (gps) (B)(6) eli lilly and company (B)(6).